Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden and a ventricular tachycardia (vt) episode occurred. The existing electrogram (egm) shows atrial undersensing and frequent t-wave oversensing with potential oversensing of ventricular lead noise. It was recommended to have an in-clinic review to assess the right ventricular (rv) lead. At this time, the device and the non-boston scientific leads remain in service. No adverse patient effects were reported.